Event description:
The physician intended to treat a lesion in the mid lcx which exhibited moderate tortuosity, severe calcification and 85% stenosis. The rsint device was removed from packaging per IFU and inspected with no issues noted. It is reported that the stent dislodged in the body of the launcher guide catheter where a kink had occurred and the stent was removed with the guide catheter. The patient had very tortuous iliac's and the guide catheter kinked while being torqued. The stent failed to cross the lesion and was being removed from the body. As the stent was being pulled back through the guide catheter, it was stripped off the delivery balloon. The rsint stent passed through a previously deployed stent that was proximal to the target lesion. It is unknown if resistance was encountered when advancing the device or if excessive force was used during attempted delivery. No injury to the patient reported.

Manufacturer narrative:
Evaluation codes, results: related to another drug/device (it is possible that the reported kink on gc impacted on stent retention, however as the gc was not returned for evaluation this cannot be confirmed) no results available since no evaluation was performed inherent risk of procedure (stent embolism) patients condition affected the effectiveness of the device (stent retention may have been impacted during failed attempts to cross due to morphology) evaluation codes, conclusion: operational context caused or contributed to the event (it is possible that the reported kink on gc impacted on stent retention, however as the gc was not returned for evaluation this cannot be confirmed) device failure related to patient condition (stent retention may have been impacted during failed attempts to cross due to morphology) cannot confirm event (no stent, stent delivery system or cines received for review) known inherent risk of procedure (stent embolism). (B)(4).

Manufacturer narrative:
Device evaluation: the stent returned on its own without the delivery system. The stent was severely deformed at one section with stretched and deformed struts.